Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A second vial of test strips have been returned (same lot#) and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #4. This supplemental is being sent to correct information previously submitted on follow up #2 and #3. This alert date should have stated "5/30/2016". If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed inaccurately high results compared to the patient's feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter started to read inaccurately at 11:30pm on (B)(4) 2016, when the patient obtained an alleged inaccurately high blood glucose result of 251 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin (self-adjuster). The reporter indicated that following the start of the alleged issue, the patient continued with his usual dos of medication, including sliding scale, and administered 33 units of novolog insulin. The reporter claimed that about an hour later, the patient developed symptoms of sweaty [and] numb mouth. The reporter denied that the patient administered any treatment for his symptoms. During troubleshooting, it was established that the patient's test strips had been stored correctly and the meter was set to the correct unit of measure. The cca walked the reporter through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #3. This supplemental is being sent to correct information previously submitted in follow up #2. The MFR narrative should have read: "the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:" if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.